Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed but not replicated the customer reported complaint would not calibrate properly. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect friction. The camera adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with shaft bearing contributing to friction. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located in the middle 1/3 on the endoscope cable. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was tested and place on an in-house system for cable testing and failed due to defect. Based on information gathered from system logs and failure analysis findings from endoscope, the probable root cause is attributed to shaft bearing friction in the camera instrument adapter.

Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that issue was resolved after a system reset. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding the 30 degree endoscope image flipping. Tse reviewed the system logs and found error 282 on the universal surgical manipulator 3 (usm3). The customer stated that they were able to install the 0 degree endoscope with no issues. Tse informed the customer that the reported complaint could be related to the instrument arm drape and recommended to inspect the presence of the pins on the ums arm. The customer observed that the pins looked normal compared to the other usm arms. The procedure was completed with no reported injury.